Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(4). Batch: 16109036/16109036.

Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the patient was feeling uncomfortable sensation in the legs, and the ipg had to be charged more frequently. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted ipg and leads were discarded by the facility.